Event description:
Additional information was received that that there was not additional or planned medicinal or surgical interventions required as a result of the pipeline stenosis. The pipeline was implanted at the intended location covering the paraclinoid aneurysm and the device went a little long. The distal landing was just proximal to the posterior communicating artery. Proximally it landed in the vertical segment of the cavernous internal carotid artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received that the device was too large to be used in that situation. Patient has lost vision.

Manufacturer narrative:
Unknown healthcare professional information unavailable due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm left paraclinoid with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 4.7 mm distally and 3.8 mm proximally. It was noted the patient's vessel tortuosity was severe. It is unknown if dual antiplatelet treatment was administered. The angiographic results post procedure showed the device was opened well distally and proximally. The device was not completely opening in the mid-section of the device. It was reported that the pipeline was opened distally and as it was coming around the anterior genu was resheathed as it was not opening. Dr was able to get device to open around the genu and as we came to the horizontal segment the device stopped opening. It continued to open more proximally at which point it was deployed. We were unable to get the horizontal segment fully open, leaving a stenosis of the device. Angioplasty was attempted multiple times. We were not able to advance the balloon fully through the stenosed portion of the device to angioplasty from the distal end down to the proximal end. It was reported the pipeline failed to open in the middle section. The pipeline was placed in a middle bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. A balloon angioplasty was required to open the pipeline. The pipeline was not removed from the patient. Full wall apposition was not achieved. Ballooning was required for tapering or to ensure wall apposition. The pipeline was not used for an indication that is off-label. The pipeline device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a cook shuttle 80 cm guide catheter and medtronic 058 navien guide catheter, medtronic phenom 27 150 cm mi crocatheter, and stryker synchro ii guidewire.